Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the device was not pacing. There was oversensing on the ventricular lead and at one point during the implant it dislodged. The ventricular lead was repositioned and implanted successfully. It was also reported that there were high thresholds and high impedance on the atrial lead. The leads remain in use. After closure they had to reopen the patient due to asystole being noted. The device was difficult to reprogram and they decided to explant and replace the device due to technical services recommendation. No further patient complications were reported as a result of this event.